Event description:
The patients generator was explanted following the patients autopsy. The autopsy results have not been received by the manufacturer to date. The explanted generator has not been received by the manufacturer to date.

Event description:
Product analysis was completed on the explanted lead . The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there are no anomalies identified with the returned portion of the device.

Event description:
Patients explanted products were received by the manufacturer. Product analysis was performed on the explanted generator. The device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The battery, 2.899 volts as measured, shows an ifi(intensified follow-up indicator) =no condition. The data in the diagaccumconsumed memory locations revealed that 67.505% of the battery had been consumed. There were no performance or any other type of adverse condition found with the pulse generator.

Manufacturer narrative:
H2. Corrected data, supplemental report 02: supplemental was inadvertently not marked.

Event description:
Further information was received from the physician noting that the believed cause of death for the patient was due to sudep. No autopsy was performed and the death certificate was unavailable. No other relevant information has been received to date.

Event description:
It was reported that the patient had passed away. The physician noted that they did not know how the patient passed away. No other relevant information has been received to date.